Event description:
The customer reported the power plug was broken and the fse indicated that the system was unable to power up (no boot) as a result. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
The customer canceled the service call.